Event description:
It was reported that doctor used 3 units of healon gv pro during cataract surgeries. During post-op examination the next day, toxic anterior segment syndrome (tass) was noted in almost all patients with severity ranging from mild to severe. No intervention performed. Healon product not available for evaluation. No other information was provided. This report is to capture the event for 2 of 3 units of healon gv pro. Separate reports are being submitted for each unit.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Implant date: not applicable as this is not an implantable device. Explant date: not applicable as this is not an implantable device. (B)(6). The device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.